Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that it was unlikely the patient was having true withdrawal, and that there was no issue with pump function. The hcp further reported there was an MRI pending, reiterated that no dye study was performed, and reported that the pump was due for replacement for end of life, and they would be replacing both the pump and the catheter. It was not confirmed whether the morphine had crystallized. The hcp further stated there was no objective evidence of withdrawal, and that the patient had vague symptoms but not consistent withdrawal. The issues were not resolved at the time of this report but the planned action to resolve is no replace the pump.

Event description:
Information was received from a patient receiving morphine (at an unknown dosage and concentration) via an implantable infusion pump for non-malignant pain. The patient also received information from their healthcare provider (hcp) regarding test result information during troubleshooting. The patient asked if 'what they are implanted with' was magnetic resonance imaging (MRI) eligible and asked for the device model and serial number. The patient stated the MRI was to check the catheter because the patient feels they have been going through acute withdrawals since (B)(6) 2025, due to the catheter not delivering the medication to the spine cause withdrawal symptoms of "shaking, nausea, vomiting, and cold to the extremities". The patient stated the symptoms have gotten better, but they still have the coldness to the extremities and state if they were not taking their oral medications the withdrawal symptoms would be much worse. The patient states they think that maybe some of the morphine has crystallized and for the last 4 months they have been trying to figure out what is going on with the pump/catheter. The patient states they did a computed tomography (CT) scan which showed "inconclusive" which is why they want to do an MRI. The patient stated their hcp said after interrogating the pump that everything looks fine, and the hcp has not mentioned to the patient any volume discrepancy. The patient confirmed they have had no falls or trauma and stated on (B)(6) 2025 it was all of a sudden, like "turning on a light switch". The patient reported another hcp stated that since (B)(6) 2025, the patient's testosterone had 'shot up' and started working for the first time in years. The patient reported the hcp said the testosterone was decreased due to the years of morphine use, which the patient is understanding that the morphine is not being delivered which is why the testosterone has increased. The patient asked if there were other ways to check the pump/catheter. The patient reported they have not had a catheter dye study, and they will call back if they need any further assistance.

Manufacturer narrative:
Continuation of d10: product ID: 8731, serial# (B)(6), implanted: (B)(6) 2004, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 22-sep-2005, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.